Event description:
The pt administered the pt's usual dose of insulin into the pt's abdomen. The pt claims to have been using unifine 12mm pentips. Upon removal of the device the pt noticed that the needle was completely missing from the pentip. The pt took no action on this, the pt made no visits to either hosp or dr. During the pt's routine visit to the pt's diabetic nurse, a couple of weeks after the incident the pt mentioned what had happened. The diabetic nurse then sent the pt to the casualty dept at local hosp. At casualty, x-rays were taken of the pt and a presence of a needle was apparently confirmed. The pt was kept in hosp overnight, however the pt was released the following day without having removed the needle from the pt's abdomen.